Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery (lad). The 15mm x 5.00mm nc quantum apex mr was used for post-dilatation, upon first inflation at 12 atm the balloon ruptured. The procedure was completed with a different device. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).